Manufacturer narrative:
Physio-control evaluated the device. The root cause was determined to be due to a failure of the ic u2 on the digital pcb assembly. Device was scrapped at physio-control.

Event description:
It was reported that the device voice prompts were inoperative. There was no patient use associated with the reported event.